Manufacturer narrative:
B5- it was later reported that "after a while the glare disappeared." Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).

Event description:
It was reported that a 12.6mm, vicmo12.6, -18.00 diopter, implantable collamer lens was implanted into the patient right eye (od) as a replacement lens due to excessive vault and significant reduction of ica but it did not resolve the problem. For status of the eye " presence of halos; unreactive pupil" was reported. " doctor believes that high iop, may be due to corticosteroids or manipulation" was reported for additional information. On (B)(6) 2021 the reporter reported "current condition: patient complaining of glare; little reactive pupils and pio 18. The use of corticosteroids is part of the postoperative treatment. A progressive reduction was made and stopped yesterday, (B)(6) 2021. Currently using anti-glaucoma dorzolamide eye drops and brimonidine. The doctor will try, next week, to adapt the contact lenses to reduce the residual degree and check if the visual complaint improves." On (B)(6) 2021 the reporter reported " patient is a little more satisfied. Last review on (B)(6) 2021: doctor had to use pilocarpine, to close the pupil a little, which was 6mm. 0.73 vault. The patient remains under observation and evaluation weekly". If additional information is received, a supplemental medwatch will be submitted.